Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Wrong product returned by customer.most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is 225 to 275mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of hi and hi mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:hi date: (B)(6) 2018 time:11:00am fasting; result 2:274mg/dl date: (B)(6) 2018 time:12:18am n/fasting; result 3:253mg/dl date: (B)(6) 2018 time:12:22pm n/fasting; result 4:243mg/dl date: (B)(6) 2018 time:3:31pm fasting; result 5:133mg/dl date: (B)(6) 2018 time:9:01am n/fasting; customer states the meter read hi fasting. Customer was given a prednisone shot yesterday. Customer was advised to call her doctor and to seek medical attention.